Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's machined head, plug harness assembly, screw, reciprocation arm, e-ring, and spring pin were damaged. Tech also found the unit's motor was corroded and motor speed was unstable. The machined head, plug harness assembly, screw, reciprocation arm, e-ring, spring pin, and motor were replaced. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: poland.

Event description:
It was reported that during maintenance the device had a damaged machined head, worn reciprocation arm, worn screws, worn e-ring and corroded motor. There was no patient involvement. During product evaluation it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.